Event description:
Per the clinic, the patient experienced no connection to the internal device and poor device performance from activation. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.